Event description:
Case description: this serious spontaneous case from spain was reported by a pharmacist as "colon was very inflamed(colon inflammation)" beginning on 2021, "syringe had a leak(product leakage)" beginning on 2021, "the syringe novofine did not work correctly(needle issue)" beginning on 2021, and concerned a 55-year-old male patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy", , saxenda (liraglutide) from 2021 for "product used for unknown indication", on (B)(6) 2021, the patient's age unit was amended from months to years and age group was updated from child to adult. Since last submission, the following information has been amended: patient's age unit was amended from months to years and age group was updated from child to adult. Narrative updated accordingly.

Event description:
Case description: investigation result: novofine 32g x 6mm - batch 20h04s. Microscopic examination performed. A visual examination of the back needle of the returned product was performed. The needles were tested for flow with measure threads. Needle points on patient needles examined visually for defects. During test it had not been possible to detect any irregularities related to the complaint on the unused needles. The product was found to be normal. The results were found to comply with specifications. Saxenda 6 mg/ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case was updated with the following: -investigation result updated. -for novofine, EU/ca tab, device tab and device addendum tab updated. -for saxenda, EU/ca tab, device tab and device addendum tab, m/w information tab updated. -narrative updated accordingly. Final manufacturer's comment: 03-aug-2021: the suspected device (novofine needles) has been returned to novo nordisk for evaluation. The investigation of the device showed that it was working in accordance to specifications. No confounding factors. It is therefore not possible to identify a clear root cause in relation to the functionality of the novofine needles. Final manufacturer's comment: 03-aug-2021: the suspected device (saxenda 6 mg/ml) has not been returned to novo nordisk for investigation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of saxenda. Company comment: colitis is assessed as unlisted according to the novo nordisk current ccds in saxenda. There is positive temporal association with symptoms such as vomiting, diarrhoea and abdominal pain. Considering the medical plausibility of these symptoms with saxenda, and action taken with saxenda, causality can not be denied. However, we need more information on medical history, concomitant medications, indication for saxenda, final diagnosis, treatment given and outcome of the events for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of saxenda. H3 continued: evaluation summary: novofine 32g x 6mm - batch 20h04s. Microscopic examination performed. A visual examination of the back needle of the returned product was performed. The needles were tested for flow with measure threads. Needle points on patient needles examined visually for defects. During test it had not been possible to detect any irregularities related to the complaint on the unused needles. The product was found to be normal. The results were found to comply with specifications.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Colon was very inflamed [colitis]. Syringe had a leak [product leakage]. The syringe novofine did not work correctly [needle issue]. This serious spontaneous case from spain was reported by a pharmacist as "colon was very inflamed(colon inflammation)" beginning on 2021, "syringe had a leak(product leakage)" beginning on 2021, "the syringe novofine did not work correctly(needle issue)" beginning on 2021, and concerned a (B)(6) male patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy", , saxenda (liraglutide) from 2021 for "product used for unknown indication", patient's height: 173 cm. Patient's weight: (B)(6). Patient's bmi: 28.73467210. Dosage regimens: novofine 32g 6 mm: saxenda: ??-???-2021 to not reported, not reported to not reported; current condition: hypertension. On an unspecified date in 2021, after 2 weeks of the treatment with saxenda, the patient realized that the syringe novofine did not work correctly. The patient did not feel the injections and realized that the syringe had a leak. In those 2 weeks the patient only felt the injections 2 times. On an unspecified date in 2021, the patient was admitted to the emergency room due to vomiting and diarrhea and severe abdominal pain. The patient was referred to the digestive system department, but had to wait another week, as his colon was very inflamed. The patient was admitted to the hospital for 4 days. Saxenda is a prefilled device. Duration of use and location of device is unknown. Batch numbers of novofine 32g 6 mm was 20h04s. Batch number of saxenda was requested. Action taken to novofine 32g 6 mm was reported as product discontinued due to ae. Action taken to saxenda was reported as product discontinued due to ae. The outcome for the event "colon was very inflamed(colon inflammation)" was not reported. The outcome for the event "syringe had a leak(product leakage)" was not reported. The outcome for the event "the syringe novofine did not work correctly(needle issue)" was not reported. Preliminary manufacturer's comment: (B)(6) 2021: the suspected device (novofine needles) has been returned to novo nordisk for evaluation. Investigation is ongoing. Company comment: colitis is assessed as unlisted according to the novo nordisk current ccds in saxenda. There is positive temporal association with symptoms such as vomiting, diarrhoea and abdominal pain. Considering the medical plausibility of these symptoms with saxenda, and action taken with saxenda, causality can not be denied. However, we need more information on medical history, concomitant medications, indication for saxenda, final diagnosis, treatment given and outcome of the events for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of saxenda.